Manufacturer narrative:
On an unreported date, the peritonitis was resolved and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The treatment and outcome of the event were not reported. No further detail was provided regarding whether the patient was hospitalized for the peritonitis or if dianeal and extraneal therapies were ongoing. No additional information is available.